Event description:
Our institution is currently using the vanish point lcc 29g x .5" insulin syringes, ref (B)(4). It was reported to me that three of our staff members have had problems with the retraction mechanism within the past month; the needles retracted when activated but then the needle slid back out. On the date noted above, a staff member utilized a syringe that did not retract. The lot number involved on (B)(6) 2014 was f131001. We have not had any accidental needle sticks with this product as this time.